Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump using provided information, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the caller understood and acknowledged.